Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one (1) band-aid unspecified USA. Upc#, lot # and UDI # are not available. Device is not expected to be returned for manufacturer review/investigation. Device evaluation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. At this time, with limited information provided, this event is being reported with an overabundance of caution. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A male consumer reported an event with an unspecified band-aid. The consumer reported that band-aid gave him a bad infection. Consumer alleged visiting an emergency room and doctors for treatment. No additional information is known at this time.